Event description:
The customer states that they have seen an increased number of pt results in the "greyzone" area of the axsym troponin-1 assay (lot 10264m301; calibrator list#: 3c29-01, lot#: 09206m300, expires 03/15/2004). The customer states that they typically see results at less than 0.3 ng/ml, but are now seeing more results in the 0.5 to 1.0 ng/ml range. During this time, a pt with an axsym troponin-I assay result of 1.0ng/ml underwent a cardiac catheterization procedure which did not show any evidence of cardiac damage. A new sample taken from this pt three hrs later, generated an axsym troponin-I assay result of less than 0.3 ng/ml. There is no further impact to pt management reported.